Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history indicated a ¿loss of prime¿ warning associated with non-zero low force. The rewind, prime and load steps were successfully performed on the pump. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no loss of prime. An unidentified low force was observed in the black box history. The force sensor was found to be within calibration during a calibration test. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. No issues were found with the force sensor pins. No solder connection issues were noted. No evidence of contamination or cracked force sensor traces was noted. Unrelated to the complaint, the display screen was found to be discolored. A new test screen was inserted into the pump and the display illuminated to normal contrast.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump had emitted multiple, frequent loss of prime alarms for unknown reason. The reporter stated the patient had elevated blood glucose (bg) over 500 mg/dl with ketones for the previous five hours. The patient was reportedly given a correction bolus at approximately 12:00 pm via the pump, which lowered the bg to 368 mg/dl by 1:30 pm. It was reported that the pump¿s loss of prime frequency did not meet the expectations of the user. The pump alarmed to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported because despite the pump emitting appropriate warnings and instructions to the user when the loss of prime issues occurred, the patient reported having elevated bg over 500 mg/dl with ketones. The patient discontinued insulin pump therapy at the time of the call to animas and began on a backup plan as per the healthcare provider for insulin delivery until a replacement pump is received.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.